Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a stroke atherectomy procedure using a 7f sheath. Reportedly, following deployment, the prostyle device was not able to achieve hemostasis. Use of the prostyle device resulted in a groin hematoma that required surgery. Hemostasis was achieved by performing a surgical cutdown, requiring 2 sutures. The physician did not attribute this issue to the device but user error/technique, due to recently being educated on using perclose. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.